Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 800 mg/dl. The customer's current blood glucose is 245mg/d. The customer was wearing the insulin pump during the hospitalization . There was a leak in reservoir also. The insulin pump will not be returned for analysis.